Manufacturer narrative:
H11: section a through f, the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult guidewire advancement is confirmed, but the root cause could not be identified. One fragment of the coiled region of a guidewire was returned for evaluation. An initial visual observation of the returned guidewire fragment showed some use residues along the device. The guidewire fragment appeared bent, and some coils appeared disjointed during an initial visual observation of the device. A microscopic observation of the guidewire fragment revealed the distal tip of the guidewire appeared to have the weld tip present. A disjointed coil was observed just proximal to the weld tip. Many other disjointed coils were observed along the length of the returned guidewire fragment. Upon wiping the guidewire fragment with a germicidal wipe, a piece of the coiled section of the guidewire fell off the larger fragment. Because the guidewire was trimmed and manipulated during use of the device, the root cause of the initial damage/deformation could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported on (B)(6) 2025, a nurse administered intravenous fluids according to medical orders and attempted to insert a central venous catheter. During the procedure, the guidewire could not be advanced through the vascular sheath, preventing successful catheter placement. This delay in treatment increased the risk of infection. After cutting the guidewire, the nurse successfully inserted the vascular sheath. (B)(6) 2025 it was found during an investigation some coils appeared disjointed during an initial visual observation of the device.